Event description:
It was observed during central processing, the teeth on the jaws of large needle driver instrument was bent and was not closing. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. One grip tip was bent. The carbide insert was still intact. Failure analysis concluded that the bent damage may be likely due to mishandling. An additional observation not reported by site was that the instrument main tube had scratch marks /abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damages were found on the instrument.